Manufacturer narrative:
Concomitant medical products and therapy date. Detail of product: item # unknown; item name: reinforcement ring hip; lot # unknown; item # unknown; item name: head hip; lot # unknown; item # unknown; item name: cls stem hip; lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to loosening of the reinforcement ring.